Manufacturer narrative:
Additional manufacturer narrative: report of an aortic valve explant after an implant duration of approximately six (6) years. The reason for explant has not been provided and the device was not returned for evaluation. The root cause leading to this event cannot be identified or evaluated at this time. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the edwards aortic valve was explanted after an implant duration of approximately 6 years and 3 months. The reason for explant is unknown despite follow ups with the healthcare provider to obtain additional information. The explanted device was replaced with a model 3300tfx25.